Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned

Event description:
Medtronic received information regarding a navigation device. It was reported that when the system was loading patient exams in "select patient" task, the system went unresponsive and had an unexpected reboot of the software. No patient was present.

Manufacturer narrative:
Additional information: medtronic received information that the surgeon opted to complete the procedure without navigation. It was noted that the decision was made after the need of navigation for the procedure. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The FDA codes were updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.